Event description:
Customer reported, the system fast stop activated on its own and shut down the system. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.